Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an emergent device change-out. The pulse generator could not be interrogated and there were no pacing present. The device was explanted and replaced. No further information could be obtained.